Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not long using the insulin pump since she was hospitalized twice and the customer declined to speak with the helpline. Attempted to call the customer and left a voicemail to call us back. No further information was provided.